Event description:
Information was received that the patient's device was discarded.

Event description:
It was reported that a patient was stated to have low impedance on their device. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator was replaced only, and there was no indication that the leads were replaced. The diagnostics with the new generator and old leads was noted to be within normal limits. It was confirmed that the patient did not have low impedance upon interrogation prior to generator replacement. No additional relevant information has been received to date.